Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pump was on ac power when it randomly alarmed, the screen went white, flickered, there was an audible alarm, the pump shutdown, then rebooted while on the patient. The pump rebooted but was no longer active/on. No photographs or alarm codes were provided at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was an ac2 cpu board. The sample was returned in a cpu board shipping box, protected by protective shipping packaging. The cpu board was enclosed in an electrostatic protective bag. Visual inspection of the cpu board was performed and no abnormality was noted. The cpu board was installed into a known good ac2 and functional testing was performed. The pump was powered up successfully. Pumping was initiated. The static ram and all voltages were within specification. Multiple class 1 alarms were purposely generated and piezo alarm, high pitch audible tone, was triggered each time. The display screen was monitored while pumping for over 90 minutes and no alarms or errors were occurred. The pump was then left to run for over 3 hours and no alarms or errors. A device history record review was conducted for the serial number/lot number with one relevant finding. An nc is relevant and corresponds to a similar issue as the complaint. The affected iabps were reworked, and the nonconforming cpu boards were returned to the vender. All released product passed all manufacturing specifications prior to release. The risk for the reported event is acceptable. The returned device passed visual and functional testing. The reported complaint of "the screen went white and flickered, there was an audible alarm and then it shutdown" is not able to be confirmed. The returned cpu board passed visual and functional test specifications. Based on a review of the device history record, the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.